Event description:
It was reported that a ventricular assist device (vad) patient was experiencing worsening heart failure symptoms which included decreased activity tolerance and new onset aortic insufficiency. The patient recently had a device implanted that measures heart failure and they have had significant elevation above baseline and increased diuretic requirements. The patient recently went to the emergency department for worsening heart failure, labs were drawn and they received intravenous (IV) diuretics to which they responded. A speed increase was performed due to substantial mitral regurgitation (mr), which improved, but resulted in severe aortic insufficiency (ai). An echocardiogram confirmed the presence of aortic insufficiency. The patient is being evaluated for a transcatheter aortic valve replacement (tavr). The vad remains in use.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: dtma1d1 ICD implanted (B)(6) 2020, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was brought back to the operating room (or) for the scheduled tavr. A transesophageal echoc ardiogram (tee) was performed, and the patient's ai was not severe. The decision was made to cancel the tavr.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation as it remains implanted. This complaint is associated with a clinical adverse event. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis did not reveal any anomalies within the analyzed period. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, worsening heart failure and aortic insufficiency are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.